Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) was post-operatively shifting when lying on their right side. The device remains is use. No patient complications have been reported as a result of this event.